Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer's mother was advised to discontinue use of the device and revert to a backup plan. The customer's mother was advised that the device would be replaced and agreed to return the product for analysis. The customer was unable to troubleshoot for battery out limit due to button error.

Manufacturer narrative:
Findings: no button error alarm noted. However no button response due to corroded keypad traces. Unable to verify battery out limit alarm due to button keypad anomaly. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.